Event description:
Mat# 10013902 lot# 23039088 it was reported by the customer that the filter fell apart. After spiking tpn and attaching filter to tubing and priming fluids, customer was about to attach tubing to infant's PICC line when the filter fell apart where tubing should be glued to junction on back of filter. Customer replaced the filter, started fluids and set broken filter aside. Broken filter was never attached to infant's PICC line. Verbatim : rcc received the complaint via email. Email(s) as attached. We had two incidents this past weekend with item 10013902 bd smartsite low sorbing extension set lot h370100139021, the filter fell apart , I have the product in my office. No harm evident at this time. Inconvenience to nursing coworker to have to prime new tubing, break in the line of a central line increasing risk of clabsi and loss/waste of custom tpn fluid due to priming of second set of tubing all issues. Tubing placed in baggie and taken to materials management office first thing monday morning with a note to give to mike or jill. This is a repetitive issue now. After spiking tpn and attaching filter to tubing and priming fluids, I was about to attach tubing to infant's PICC line when the filter fell apart where tubing should be glued to junction on back of filter. I replaced the filter, started fluids and set broken filter aside. Broken filter was never attached to infant's PICC line. Reported to charge nurse. Additional info received on 14-sep-23 - could you please provide batch/lot number of the affected products? I do not have the product to be able to provide that at this time. - are you able to provide date of event for both incidents? 9/9/2023 for both - are you able to describe any patient harm/impacted? No evident harm to patient, but central line was open which increased risk of clabsi development and some specialty mixed tpn was wasted and extra time spent to reprime new tubing. - what was medical intervention performed to the patient? None at this time. - please provide shipping address for us to prepare shipping label for the physical sample.

Manufacturer narrative:
Two samples of material number 10013902, lot number 23039088 were received for quality investigation. The customer complaint of separation was verified by evaluation of the samples. The samples showed that the tubing had separated from the outlet port of the inline filter. Further investigation under magnification indicate an insufficient amount of solvent on the bonding surface to maintain the tubing to filter connection. The root cause for the issue seen in this complaint is a lack of bonding solvent between the filter outlet port and tubing. Further investigation of the failure at the manufacturing facility indicates that the failure was due to an issue with bushings of the solvent dispenser. The bushings of the solvent dispenser will be replaced to correct the issue.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set separated. The following information was received by the initial reporter with the verbatim: after spiking tpn and attaching filter to tubing and priming fluids, I was about to attach tubing to infant's PICC line when the filter fell apart where tubing should be glued to junction on back of filter. I replaced the filter, started fluids and set broken filter aside. Broken filter was never attached to infant's PICC line. Reported to charge nurse. Additional info received on 14-sep-23 - could you please provide batch/lot number of the affected products? I do not have the product to be able to provide that at this time. - are you able to provide date of event for both incidents? (B)(6) 2023 for both - are you able to describe any patient harm/impacted? No evident harm to patient, but central line was open which increased risk of clabsi development and some specialty mixed tpn was wasted and extra time spent to reprime new tubing. - what was medical intervention performed to the patient? None at this time.